Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited a whitish foreign material found inside the jet tube. And nozzle clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the root cause for the foreign material could not be identified. The user possibly could not perform reprocessing properly due to leakage by deformation of sw1 and deformation of nozzle and remove the foreign material. The events can be detected and prevented in accordance with the following IFU. Detection method is described in gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.